Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:flex user guide: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences."

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. The customer addressed the bg level with a cookie, chocolate, and milk. It was noted that the customer had been working with their healthcare provider to adjust pump settings.